Event description:
On (B)(6) 2010, patient reported the up button on his infusion device is not working. Patient stated he noticed the issue while attempting to bolus an hour ago. Patient reported the button pops back out. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.